Event description:
It was reported that the patient presented in the hospital due to phrenic nerve stimulation. The device was interrogated and an increase in capture threshold was noted on the right ventricular (rv) lead. The device output was increased and the patient remained in the hospital due to the patient being pacemaker dependent. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with procedural damage. The reported events of increased capture threshold and phrenic nerve stimulation were not confirmed.